Event description:
This is report 2 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of peritonitis and treatment were not reported. On an unreported date, catheter was removed. The patient was recovering.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers: gd893867 and gd893883 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. (B)(4): the patient died while hospitalized. This is report 2 of 3 involved in this death event. (B)(4).